Event description:
Customer reported generation of erroneously low sodium patient results, involving the dxc 700 au clinical chemistry analyzer. The customer did not provide patient demographics and the exact number of patients affected is unknown. The erroneous results were released and later amended. There was no report of change to treatment, injury, or death associated to this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the dxc 700 au clinical chemistry analyzer. The fse while onsite, inspected the instrument, confirmed low results, and noted calibration failures. Upon, further inspection of the ise (ion selective electrode) module, the fse found bent pins on the ise mixer motor connection. The failure mode was identified as operator use error. The customer accidentally bent the pins on connector when reseating the connector after completing maintenance on the instrument. The fse replaced the ise mix motor assembly to resolve the issue. No further issue was noted after part replacement. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).